Event description:
Sorin group (B)(4) received a report that during priming, the cardioplegia pump would stop when active in the prime or delivery function. The pump was power cycled but this did not correct the problem. There were no alarms indicated on the pt. Rebooting the entire s5 system resolved the problem. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that during priming, the cardioplegia pump would stop when active in the prime or delivery function. The pump was power cycled but this did not correct the problem. Rebooting the entire s5 system resolved the issue. There was no report of pt injury. The pump has not been returned for eval. The customer stated that the incident has not reoccurred. They are satisfied with the working condition of the pump. No further action is deemed necessary.